Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during preparation and before use, when the xience sierra stent delivery system was being removed from the protective tubing, the delivery system detached at the hub. The device was not used and there was no patient involvement. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Patient codes:na. Device codes: na. Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported detachment of a device component (hub) was confirmed. Additionally, packaging damage was noted during product evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the noted packaging damage; the investigation determined the reported difficulties appear to be related to operational context of the procedure as it is likely the noted chipboard box damage and kinked coil caused the reported detachment of a device component (hub). There is no indication of a product quality issue with respect to manufacture, design or labeling.